Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an off error and scratches on screen. The customer¿s blood glucose was 91 mg/dl. Customer stated that the scratches on screen not affecting the readability of the screen. The insulin pump will not be returned for analysis.